Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.3?a. The criteria is <55?a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number:d150819-1). The control solution tests for level low are 64/67 mg/dl; for level high are 289/291 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Tested patient's returned strips (strip lot number:d150819-1). The control solution tests for level low were 63/65 mg/dl; for level high were 292/285 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
Our importer, (B)(4), received a call on 05/26/2016 reporting medical interventions that occured on (B)(6) 2016 between 4-5am and (B)(6) 2016 between 4-5am. Patient's wife stated that on (B)(6) 2016 her husband woke up confused and drowsy. Patient's wife stated that prior to the event around 10-11pm patient took his blood glucose before going to bed with a result of 218mg/dl. Patient's wife gave him a glyburide pill to lower his glucose level. Patient then woke up the next morning confused and dizzy so his wife called for paramedics. The glucose reading at the time of the event was 218mg/dl. Upon arrival paramedics tested patient's blood glucose with a result of 70-72mg/dl. Approximately 5-6 hrs elapsed between testing with the prodigy meter and the paramedic's meter. Paramedics administered a liquid that contained sugar to raise patient's glucose level. Patient was not transported to ER. On (B)(6) 2016 the wife stated that patient was having chest pains so paramedics were called again. Wife stated that patient's blood glucose was tested as usual around 10-11pm the night before the event and the results were normal. Patient went to bed and woke up around 4-5am with chest pains. Patient's blood glucose level was tested but no results were given, the wife just called paramedics. Wife stated that upon arrival paramedics tested patient's glucose and the result was really low (no actual numerical data was given). Paramedics administered a liquid that contained sugar as was with the 1st event. Patient was not transported to ER. (B)(4) sent replacement and prepaid envelope requesting return of the suspect system.